Event description:
A facility reported that there was problem with the ip1p oxygen-temperature probe customer implanted. The oxygen tension according to the monitor was always 1-3 hg mm. The monitor stated there was no temperature sensor, however it was a combined probe and asked for manual temperature input. Medical staff used the correct cables and inserted the correct calibration card. They did an o2 test, however, there was no change in the o2 tension. Customer also used the licox test probe and card, and there was no problem with that, it displayed the correct value. There is a possibility that medical staff implanted the probe in non-vital tissue, but the manual temperature issue was really strange. Additional information received from an integra representative indicates that there was a small gap between the bolt and the crew of the introducer. Additionally, the representative practiced with the customer and advised them that there should be an around 2mm gap between screws. There was no patient injury or known surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: additional information received indicates that the indication for use of the probe was traumatic brain injury. The patient suffered no injuries as a result of the implantation, and the error message occurred every time the staff tried to turn on monitoring. When the event occurred they explanted the probe and did not try another. The patient is male, mid 50s and still alive. Evaluation of the licox probe returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and did not reveal any anomaly that could explain the reported event. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The licox probe was received still inserted in the introducer ip1. The probe was unscrewed, removed from the introducer and was found broken in 2 parts, cut at around 6 cm from the tip. When the probe is inserted, this 6 cm distance corresponds to the area of the introducer seal. The returned introducer features a distended, misaligned and deformed seal assembly. The complaint is verified, returned probe is not functional because the probe is broken. Root cause - the most likely cause of this breakage is an excessive tightening of the compression cap. The device instructions for use (bl 675005-rev 04) are deemed adequate and precise: ¿the distance between the wings of the bolt and compression cap is small when tight; approximately 2 mm. No further investigation nor corrective action is deemed required. At present, we consider this complaint to be closed.